Event description:
Procedure type: lobectomy. According to the reporter: during the case, the doctor fired the unit across bronchus. After firing, the jaws would not open. The doctor removed the first handle from the reload and used a second handle and still was unable to open the jaws. On the third try, the doctor used egiaustnd which he attached to the reload and was able to open the jaws and remove the reload from the tissue. It was reported to have placed a good staple line. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).